Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on an aviva meter, compared to a lab result, within 10 minutes: 6.3 mmol/l (aviva meter) and 2.8 mmol/l (lab). The patient had hypoglycemia. No adverse event reported. Return of the suspect device was requested for evaluation.